Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. In the system logs, the 32056 error was found, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The universal surgical manipulator (usm) was then installed onto a patient side cart fixture test platform (pftp) where automatic gain control (agc) current test was found to be failing on the ¿0x1¿ axis. Once testing was completed, the yaw searchlight printed circuit assembly (pca) was applied behavioral analysis (aba) tested and verified to be the source of the fault. The complaint was confirmed based on failure analysis. The probable root cause of the reported issue can be attributed to a communication error within the yaw searchlight sensor assembly in the affected usm. This issue can be resolved by disabling the affected usm and replacing it via fse service or switching to a different patient side cart (psc).

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the site informed the technical support engineer (tse) that a recoverable error occurred on universal surgical manipulator (usm) 4. The customer tried to recover the error and power cycled the system, but the issue was not resolved. The tse confirmed multiple errors in the logs pointing to usm 4. The planned procedure was continued using a 3 usm arm configuration after disabling usm arm 4. No patient injury was reported.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse tested and replaced the universal surgical manipulator (usm) to resolve the issue. The system was tested and verified as ready for use. The complaint was confirmed based on the field evaluation. The usm has been returned for failure analysis testing, but the analysis has not yet been completed.